Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the ptfe pad was severely worn and the distal part of pad was missing for the length of about 5 mm. The piece of ptfe pad was discarded by the user facility. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating (including afer the tissue separated), the ptfe pad severely wears. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Due to the contact during activating output, some error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instructions manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopic-assisted colectomy after 45 minutes, the ptfe pad fell off inside the pt's body. The fragment was retrieved. At that time, an unspecified error displayed. The device was replaced with a new one and the procedure was completed. There was no pt harm reported.